Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. Patient described the area as red and burning with blisters and broken skin under the patch adhesive. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the skin irritation is unknown as follow up attempts have been unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.